Event description:
Patient on the back line stating that her cadd solis pump is beeping. Spoke with patient who stated that she was attempting to prime her pump but she started receiving an alarm and it stated that there was a down-stream occlusion. The patient said that this had happened previously and once she changed the tubing~ the pump worked fine. Author advised patient to check for kinks and check the clamps. The patient stated that there were no kinks and that the clamp was open. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? No is the actual device available for investigation? Yes, upon patient return did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.